Event description:
In 2008, at the beginning of hemodialysis therapy, the pt had difficulty breathing, generalized pruritus, general discomfort, and pain in the iliac cavities. The reaction was interpreted as an allergic reaction to the dicea 130 filter. The filter was changed to exeltra 150. The pt reaction was treated with antihistamine and steroids. The dialysis therapy was finished in normal conditions.

Manufacturer narrative:
.